Event description:
The customer reported that he broke the belt clip for his insulin pump and his blood glucose was 40 mg/dl. He treated by eating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.